Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: d274trk ICD, implanted: (B)(6) 2010; 5076-45 lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient experienced diaphragmatic stimulation. There was also high threshold on the left ventricular (lv) lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.